Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the seventh most proximal stent rows were raised outwards from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. It was reported that the lesion was 100% stenosed and this may have contributed to the difficulties crossing the lesion as reported. The stent damage noted during analysis was likely caused as a result of the stent encountering resistance during withdrawal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 38mmx3.00mm promus premier drug-eluting stent was selected to treat the 100% stenosed target lesion. However the device could not cross the lesion as significant resistance was encountered. It was also noted that the device was lifted. The procedure was completed with a 3.0m38mm non-bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. A 38mmx3.00mm promus premier drug-eluting stent was selected to treat the 100% stenosed target lesion. However the device could not cross the lesion as significant resistance was encountered. It was also noted that the device was lifted. The procedure was completed with a 3.0m38mm non-bsc stent. No patient complications were reported and patient's status was good.